Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for low blood glucose of 21 mg/dl. The customer was woken up by medics and was transferred to the hospital where she was treated. The customer was informed that there could be many reasons for low blood glucose. The customer stated that something was wrong with the pump and wanted to trouble shoot but stated that they would call back in an hour or so to do so. No further information was provided.